Event description:
Patient was receiving a blood transfusion when the pump was alarming for "air in line". As rn noted there were tiny bubbles in tubing, she attempted to tap the tubing lightly to dislodge bubbles from the inside. The soft portion of the tubing ruptured and broke open, allowing blood product to leak out of the tubing and on the floor/walls.